Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hcp reported to bfarm: "hole eliminator slipped through cup."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of the singular x-ray image appears to indicate the hole eliminator device did not stop flush within the inner surface of the cup as intended. This device was manufactured on 01-oct-2020. A review of the device manufacturing records found no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 01-oct-2020. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 31-aug-2030. 5) IFU reference: 090200701.